Manufacturer narrative:
(B)(4). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review found one no delivery alarms in the pump history on (B)(6) 2022 at 04:48:19 during bolus delivery. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. No blank display or ¿no delivery alarm¿ noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found: low battery alarms on (B)(6) 2022 at 11:31:00.000. Replace battery alert (73). Replace battery now alarm (11). Power loss alarm on (B)(6) 2022 20:20:38.000, 20:20:46.000 and 20:30:00.000. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, force sensor and the battery tube connector plugged in properly to j7/pcb 1. The force sensor offset measured (23.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed all required testing. Customer alleged for blank display and insulin flow blocked/no delivery alarm was not confirmed. Unable to verify customer alleged for high and low bg. The force sensor is within specification and the motor functioning properly currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and spring were neither damaged nor corroded. Customer inserted new battery but the display did not return after insulin pump restarted. The customer went for fishing. No harm requiring medical intervention was reported. The customer will discontinue to use the device.